Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced where the patient was admitted for 3 days in the hospital. Symptoms that patient experienced at the time of hospitalization event were blood in urine, back pain on her lower side. Reason of hospitalization was documented to be diabetic ketoacidosis. The patient was treated with intravenous insulin infusion. Patient's blood glucose level when admitted to hospital was 456 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.